Event description:
A surgeon reported that during laser assisted cataract surgery, the primary incision was noted to be more anterior than expected, and it was not symmetrical. According to the surgeon, prior to incision, the eye was docked and scanned normally, and the incision placement was confirmed. The surgeon explained that the wound had an unusual architecture, as the point of entry through the epithelium was not the same distance from the limbus both sides. Due to the unexpected position, the incision did no seal after the intraocular lens (iol) was placed. One nylon suture had to be placed in order to close the wound. Per the surgeon, the pt is not expected to have undesired effects as a result of the event. No further info is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).